Event description:
Lift sling for the resident transfer, tore at the bar loop stitching. The stitching remained intact, tearing the material completely away from the loop. Resident slid onto floor on right side.